Event description:
It was reported that a lead warning and patient alert occurred for impedance spikes on the superior vena cava coil of the lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 21:00:05 and (B)(6) 2011 15:00:05. Daily high voltage lead impedance trend data shows abrupt spike increases for the superior vena cava defib coil of 70 to 226 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal segment of the lead was returned and analyzed. A distal portion was received measuring 21.5 cm. Analysis was performed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The lead was replaced.

Event description:
It was further reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The lead was replaced. It was also reported that the device reached elective replacement indicator (eri) early. The device was explanted and was replaced. No patient complications have been reported as a result of this event.